Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this patient believes the lead dislodged and is resulting in pain. The patient was instructed to call the physician. No adverse patient effects were noted.